Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387-40, lot# j0209786v, implanted: (B)(6) 2002, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 64001, lot# n309308, implanted: (B)(6) 2014, product type: adapter. Product ID: 3387-40, lot# j0209786v, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a head pulling sensation. She felt her head pulling backward, almost to her shoulder, and there was lots of pain behind her ears. She also had trouble walking and pain by the devices. The pulling issue occurred daily in the past week and was considered sudden. The patient did not really know the circumstances that led to the sensation. She checked her device with her programmer the day prior to the report and it said on and okay. The stimulation was also on and the device was charged. The patient called her doctor on (B)(6) 2105. She was told to keep checking her devices and had an appointment scheduled for (B)(6) 2015 to see her doctor. The patient outcome and any interventions were not reported, so additional information will be requested after the patient's doctor appointment. If additional information is received a supplemental report will be sent.

Event description:
Additional information received from a consumer reported the patient's health care provider (hcp) checked to see if the implantable neurostimulators (ins) had a kink in the wire. The hcp gave the patient extra injections in their neck to see if that would help. The injections helped a little, but the patient's head was still pulling.